Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures; loss of anatomic position with nonunion or malunion with rotation or angulation."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to a combination of the fixture being to stiff and patient noncompliance.

Event description:
It was reported patient underwent an open reduction, internal fixation due to a left femur fracture on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014, due the plate fracturing. The plate was removed and replaced with an identical plate.